Event description:
On 11/30/04, the patient contacted lifescan alleging that her one touch ultra smart meter was reading inaccurately high. She obtained a result of 559 mg/dl on the reported meter. Within 10 minutes, she tested on another meter and obtained a result of 135 mg/dl. She took insulin after testing and received no medical attention. There is no indication that the patient experienced injury or medical intervention due to the meter. The customer care representative (ccr) walked the patient through 2, consecutive control solution tests, which fell outside the specified control solution range. Based on the failed quality control tests, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject test strips for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.